Event description:
Surgeon was using the endo stapler ats45 on a lap appy case. While he was deploying the stapler the handle piece broke. Unable to fire stapler. Opened another stapler to use on the appendix. Discharged home (B)(6) 2016. Surgery reported this to the representative of the company when event occurred and then discharged the device.